Event description:
On (B)(6) 2017, pump stoppage, driveline disconnect, low speed and low flow alarms occurred. The patient's pump was connected to an ungrounded cable. It is suspected that there is a compromise to the portion of the percutaneous lead that is internal in the body.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 1 month. The pump remains in use supporting the patient; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a low speed alarm, driveline disconnected alarm, and pump stoppage were observed in the system controller's log file. The patient was asymptomatic. It was reportedly working as expected when the system controller¿s white power cable was connected to the power module. An issue with the percutaneous lead (driveline) was suspected. A non-grounded (unshielded) patient cable was provided for use while on power module support. On (B)(6) 2017, a percutaneous lead (driveline) replacement was completed without issue. No further information was provided.

Manufacturer narrative:
The reported low speed events and pump stoppages were confirmed through the analysis of the submitted system controller log file. The log file revealed intermittent low speed events and pump stoppages corresponding to elevations in pump power. These events were captured while the system was connected to the power module and also while connected batteries. A distal end driveline replacement was performed on (B)(6) 2017 and the replaced portion of driveline was returned measuring approximately 13 inches. The outer silicone jacket was severed adjacent to the terminus of the distal end bend relief and the distal portion was not returned. No damage to the wires was identified. Electrical continuity did not reveal any discontinuities or shorts. High potential testing did not reveal any insulation breaches that would have contributed to an electrical short. Evaluation of the returned portion of driveline did not reveal any issues that would have contributed to the reported events. The patient was placed back on a regular patient cable following the repair and remained ongoing until additional pump stoppage events on (B)(6) 2017 were reported. Review of the submitted system controller log file confirmed the events occurring on (B)(6) 2017 between 5:18am and 5:24am. Although the reported low speed events and pump stoppages were confirmed through review of the submitted system controller log files, a potential cause could not be conclusively determined. It was reported that the patient has had no further pump stoppages since being placed on an ungrounded patient cable. The patient remains ongoing on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.